Manufacturer narrative:
The device has not been received and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device prompted a "unit failed" message and inappropriately shut down. Complainant indicated that there was no patient involvement in the reported malfunction.